Event description:
The customer reported that after cutting and sealing, the device jaws could not be re-opened. The device jaws were removed from the tissue with no patient injury. The device knife is reported as protruding from beyond the jaws.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.